Manufacturer narrative:
The vertek arm was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The starburst end of the returned vertek arm would not lock down when the handle is tightened. Mechanical damaged was observed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the articulating arm would not tighten. No patient was present at the time of the event.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the articulating arm would not tighten. No patient was present at the time of the event.